Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 12 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were bunched. The undamaged stent outer diameter was measured using and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 10mm in length, eccentric, de novo target lesion was located in the severely tortuous and severely calcified, 2.75mm in diameter mid right coronary artery. The lesion contained a significant bend of <=45 degrees. Following pre-dilation with 2.5x8 nc quantum balloon catheter, a 12 x 2.75 promus premier drug-eluting stent was advanced for treatment but was unable to cross the highly tight calcified lesion. After several attempts, it was noted that some stent cells were damaged. The device was pulled out and the procedure was completed with another 12 x 2.75 promus premier stent and was post-dilated with 2.75x8 nc quantum balloon catheter. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 10mm in length, eccentric, de novo target lesion was located in the severely tortuous and severely calcified, 2.75mm in diameter mid right coronary artery. The lesion contained a significant bend of <=45 degrees. Following pre-dilation with 2.5x8 nc quantum balloon catheter, a 12 x 2.75 promus premier drug-eluting stent was advanced for treatment but was unable to cross the highly tight calcified lesion. After several attempts, it was noted that some stent cells were damaged. The device was pulled out and the procedure was completed with another 12 x 2.75 promus premier stent and was post-dilated with 2.75x8 nc quantum balloon catheter. There were no patient complications reported and the patient condition was stable.